Manufacturer narrative:
The bilirubin total gen.3 reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable bilirubin total gen.3 result from the cobas c 503 analytical unit for one patient. The initial result was 0.9 mg/dl; the repeat result was estimated to be 5 mg/dl.

Manufacturer narrative:
The field service engineer cleaned the sample probe, performed air purges, and restarted the analyzer. The investigation determined that there was no product issue found. The root cause of the event is consistent with user maintenance (sample probe maintenance).

Manufacturer narrative:
An error for "photometer check" was present twice and cleared after the maintenance interventions by the field service engineer (fse). The fse cleaned the sample needle and performed air purge cycles, resolving the issue. The investigation determined that the service actions resolved the issue.